Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. The customer's blood glucose reading was 340 mg/dl at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.